Event description:
Follow up information provided patient is still healing, but likes the new ipg site.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at ipg site. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient underwent ipg revision on (B)(6) 2018. The physician used the same ipg pocket site to reposition the ipg higher. As a result, the ipg is pointing up instead of down. The same ipg was used.